Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a revision breast augmentation with two 800cc mentor memorygel breast implants suffered several unexplained systemic symptoms, including smell and taste diminished, always sleepy, fatigue, noise sensitivity, heat sensitivity, choking, dry hacking, difficulty swallowing, throat would close during sad moments, immunity crashed, breakouts, lip herpes, shingles, anemia, low b12, low iron, hypercalcium levels, migraine, her left side went numb, fluid cysts on ovaries in 2014/2015, extreme bleeding during period, hormone swings, imbalances, had to retain esophagus to swallow, joint pain, jaw issues, right wrist issues, ibs, c-diff, flu, joint inflammations, hyper urination with occasional bleeding, a rash and itchiness around chests and shoulders, calcific tendinitis, and blurry vision. The patient stated that her thyroid test was normal, and she also had left oophorectomy, cycstectomy, and novasure. As a result, the patient underwent removal without replacement on (B)(6) 2019. After the removal surgery, the patient stated that tinnitus, joint inflammation, smell and taste, bowel movements, a rash and itchiness were improved, she can now swallow normally, she doesn't cough as much, and color of her skin has come back. However, she continued to experience bloating in stomach and lost 8 lbs from the joint inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for one of the reported prostheses.